Manufacturer narrative:
A2 age at time of event: it was indicated the patient was 50 years old or 45 years old. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. There was no report of hospitalization. The patient was treated with heparin injection (1/2 ml/ bag), vancomycin injection (2gm/ 5day) and ceftazidime injection (1gm/ day). The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported the patient was recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, b2, b5, b6, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported the patient also experienced cloudy pd effluent as manifestation of peritonitis. The patient was admitted to the hospital due to the events and was discharged. The heparin was given once daily, intraperitoneal, and discontinued. Vancomycin and ceftazidime was given intraperitoneal and discontinued. In additional, the patient was given meropenem injection (1gm, once daily, intraperitoneal, discontinued) and tobramycin injection (40mg, once daily, intraperitoneal, discontinued) for peritonitis. The cause of peritonitis was reported as change in caretaker. Retraining on proper aseptic technique was performed to the caregiver. At the time of this report, the patient did not recover from the peritonitis. Pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.